Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the metal was broken where the hex rod connects to the caster. The tech replaced the right foot caster and adjusted the brake casters to repair the bed.